Event description:
Appears atrial undersensing may be causing device classified false termination of at/af episodes. Device appears to be undersensing on atrial lead and appears to result in inappropriate atrial pacing. At device classified termination of events, arrhythmia appears to continue due to possible atrial under sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).